Event description:
Additional information received reported the lead and extension migration had caused the externalization. No antibiotic therapy was given to treat the infection.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial # unknown, explanted: (B)(6) 2015, product type extension; product ID neu_unknown_lead, lot # unknown, explanted: (B)(6) 2015, product type lead; product ID neu_unknown_lead, lot # unknown, explanted: (B)(6) 2015, product type lead; product ID neu_ins_stimulator, serial # unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type implantable neurostimulator; product ID neu_unknown_lead, lot # unknown, explanted: (B)(6) 2015, product type lead; product ID neu_unknown_lead, lot # unknown, explanted: (B)(6) 2015, product type lead; product ID neu_unknown_ext, serial # unknown, explanted: (B)(6) 2015, product type extension. (B)(4).

Event description:
A healthcare professional from a clinical study reported that on (B)(6) 2015 there was an unpredictable off-effect and a problem of impedance which was unquantifiable on the right lead. The leads and extensions migrated, which was determined by palpation. Extensions and leads were touching the skin. This was not related to the device system. No cause of lead migration was determined. An examination was performed on (B)(6) 2015. The device, two leads, and two extensions were explanted and not replaced on (B)(6) 2015 due to an infection of the system. The patient had required in-patient hospitalization. The issue was resolved. The event was deemed related to the component/procedure. Patient¿s medical history included parkinson¿s disease; the patient was taking movement disorder and/or psychiatric medications. Further follow-up is being conducted to clarify whether there was an infection or not.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the hospitalization report on (B)(6) 2015 after ablation noted lead and extension migration and infection. No laboratory tests were done to confirm that. Exteriorization was noted in relation to the leads and extensions touching the skin. Date of onset was changed to (B)(6) 2015 and the site had become aware on (B)(6) 2015. Examination was done on (B)(6) 2015. Repositioning of the extension was done, the extension was winded around the neurostimulator on (B)(6) 2015.